Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had their device explanted due to infection. It was reported that the healthcare provider used an antibacterial sleeve for the ins. The physician is intending on continuing with antibiotics, with no immediate plan to replace the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.